Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: unknown, but referred to as health care professional similar to device marketed under PMA/510(k): p140016 investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2019 during the index procedure, a straight graft (rpn and lot# not yet available) was implanted without difficulty. The reported degree of oversizing was 25%. A molding balloon was used at the proximal and distal sealing zones without difficulty. And no other devices were placed. Primary indication for implant was an aortic aneurysm. The proximal seal zone had no occlusive disease, moderate tortuosity, severe calcification and partial thrombus. The device was implanted in zone 3 (area just distal to the left subclavian artery). On (B)(6) 2019: a CT (276 days post-procedure) showed a non-occlusive ¿intraprothetic¿ thrombus. That was not treated. The event was marked as related to the stent graft and not related to the procedure. A comment from the site dated (B)(6) 2021 ¿apparition of an intraprothetic thrombus on the prothetic wall on (B)(6) 2019. Stability of the thrombus since then. As of today it doesn¿t give cause of concern, no symptoms or embolization.¿ follow-up cts dated (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021 report that the thrombus is still present but stable. Patient outcome: no intervention has been planned as the thrombus has been reported as stable with no concerns for patient safety. The patient remains in the study.

Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: this complaint was opened to address thrombus inside zta-p stent graft and was opened based on findings in an imaging review performed for complaint (B)(4) which addresses thrombus inside a zdeg stent graft. Per the findings of the imaging review "there is persistent moderate mural thrombus along most of the zta distal component throughout the follow-up period with stable patency of the flow channel." The device in this complaint is a (B)(4), implanted distal to a zdeg-p stent graft which it overlapped with. In the original complaint ((B)(4)) it is reported that "stability of the thrombus since then. As of today it doesn¿t give cause of concern, no symptoms or embolization" and "follow-up cts dated 05jun2020, 14dec2020, and 04oct2021 report that the thrombus is still present but stable." It is assumed that this is related to the thrombus inside both the zdeg and the zta device and that no intervention is performed, related to the thrombus. Information regarding anti-coagulant/anti-platelet medications has not been provided. It is reported that the patients pre-existing conditions is hypothyroidism, hypertension, aneurysm of the descending thoracic and abdominal aorta. Asa classification was 4: a patient with severe systemic disease that is a constant threat to life. This complaint is related to (B)(4) (thrombus inside zdeg), (B)(4) (endoleak type 3a for zta-p) and (B)(4) (endoleak type 3a for zdeg). Review of the device history record gave no indication of the product being produced out of specification. Five post-operative CT studies were provided and reviewed by an imaging expert. The following is the imaging reviewers findings listed in relation to the date of the CT. The 3-month postop CT, dated 22may19, does not include the chest, thoracic graft is not in view. The 9-month post op CT, dated 02dec2019 "there is moderate, smooth mural thrombus from the mid to distal zta graft with a patent flow channel." The 15-month postop CT dated 05jun2020 "the graft positions are relatively unchanged. There is adequate proximal and distal seal zones. The mild thrombus at the component overlap segment is unchanged. The mural thrombus in the mid to distal zta graft is unchanged." At 21-month postop CT, dated 07dec2020 "there is near resolution of the thrombus in the distal zdeg but persistent mural thrombus in the mid to distal zta." At 31-month postop dated 28sep2021 CT the following is found "there is persistent moderate mural thrombus extending through most of the zta graft now, but the flow channel remains stable. The maximum zta graft diameter is 44 mm, and the distal seal zone remains stable. The total length from the lsa to celiac is now 293 mm." Based on these findings the imaging reviewer¿s impression is "there is persistent moderate mural thrombus along most of the zta distal component throughout the follow-up period with stable patency of the flow channel. This could be due to a slight graft caliber change with dilation of the mid segment within the taa sac compared to the very proximal and distal segments, resulting in non-laminar flow along the graft wall." A query to the imaging reviewer was made requesting whether the patient's pre-existing conditions could have had an impact on the thrombus formation. The imaging reviewer replied "htn and hypothyroidism can be risk factors for hypercoagulability but cannot say these were likely contributors, only "possibly contributed." As per additional input from the imaging reviewer, provided that the distally implanted device was a zta-p stent graft, it was implanted in a reverse orientation and the bare stent was oriented distally. Review of manufacturing documentation noted several qc steps that will ensure that the stent graft is attached to the introduction system in the correct orientation. Furthermore, it would not be possible to complete manufacturing of a device with a hypothetical reversed stent graft orientation. Therefore, the reversed stent graft orientation implies that access into the vasculature was not obtained through iliac/femoral access as described in the IFU shipped with the device. No planning and sizing information or pre-implantation images are received. Based on the provided information and the imaging review of the post-implantation images, it has not been possible to establish a cause of the thrombus formation, but patient condition potentially could have contributed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.